Manufacturer narrative:
H3: product analysis of serial # (B)(6) found that battery failure. H6: additional information suggest that for serial # (B)(6) b17 , c20 and g02005 for no longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6) ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an oobf for the pi box . System was connected to wall power and boot up normal. One pi box functioned as intended. The console reported a "pi box fault detected" error message when the reportedly unresponsive pi box was undocked. Turned off the pi box that triggered the error message and docked a new pi box into the dock. After rebooting the system, the new pi box undocked without an error. There is no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an oobf for the pi box . System was connected to wall power and boot up normal. One pi box functioned as intended. The console reported a "pi box fault detected" error message when the reportedly unresponsive pi box was undocked. Turned off the pi box that triggered the error message and docked a new pi box into the dock. After rebooting the system, the new pi box undocked without an error. There is no patient involvement.